Event description:
It was reported that one day post implant, the capture thresholds increased due to dislodgement. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.